Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system: controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 2021-05-31, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited two unexpected losses of power which resulted in the ventricular assist device (vad) stopping twice for fourteen seconds. The vad and the controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient mistakenly unplugged it from the power source and was informed.

Manufacturer narrative:
A supplemental report is being submitted for an update to -b5. Desc evt problem -h10. Additional products FDA device code additional products: d4: (B)(6) h6: FDA device code(s): a23 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Review of the controller log files revealed a controller power-up with associated motor start event logged on 27-feb-2021 at 22:04:29. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 21% relative state of charge (rsoc) and that (B)(6) was connected to power port two with 69% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and an active adapter was connected to power port two. A second controller power-up with associated motor start event was logged on 27-feb-2021 at 22:05:23. The data point prior to the loss of power revealed that (B)(6) was connected to power port and an active adapter was connected to power port two . The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. No anomalies were observed leading up to the losses of power. The losses of power are related to the reported vad stop. The controller was without power for fourteen seconds in each instance. As a result, the reported event was confirmed. A possible root cause of the observe losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - h6 eval code result (fdr/annex c), eval code conclusion (fdc/annex d): updated to include annex codes that reflect the reported event. H10 addt manufacturer for MDR: updated to include product event summary additional products: d4: (B)(6) h6: FDA conclusion code(s): d11 product event summary: ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed a controller power-up with associated motor start event logged on (B)(6) 2022 at 22:04:29. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 21% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 69% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and an active adapter was connected to power port two (2). A second controller power-up with associated motor start event was logged on (B)(6) 2022 at 22:05:23. The data point prior to the loss of power revealed that (B)(6) was connected to power port (1) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for fourteen (14) seconds, respectively. As a result, the reported event was confirmed. Based on the available information the losses of power can be attributed to a disconnection of both power sources from the controller, as described in the event details. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.